Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain lower ("severe lower abdominal pain"). A hysterectomy and removal of essure was performed. Additionally, non serious events were reported. Abdominal pain is an anticipated event according to reference safety information for essure. Abdominal pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Abdominal pain may occur after essure insertion. Based on the available information, considering the nature of abdominal pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure and abdominal pain cannot be excluded. This case is regarded as incident because surgical intervention was required due to serious injury. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Follow-up information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2013, 353 days after starting essure, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal and heavy menses, prolonged menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (on (B)(6) 2013, surgery to remove essure, and a hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia and procedural pain to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain lower ("severe lower abdominal pain"). A hysterectomy and removal of essure was performed. Additionally, non serious events were reported. Abdominal pain is an anticipated event according to reference safety information for essure. Abdominal pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Abdominal pain may occur after essure insertion. Based on the available information, considering the nature of abdominal pain, lack of alternative explanation, and based on the positive temporal relationship, causality between essure and abdominal pain cannot be excluded. This case is regarded as incident because surgical intervention was required due to serious injury. A product technical analysis has been sought. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 22-year-old female patient who had essure (batch no. 976386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis in 2009. Concurrent conditions included obesity, dysfunctional uterine bleeding, chronic cervicitis and menometrorrhagia. Concomitant products included ibuprofen (midol ib), ibuprofen (motrin), sertraline (zoloft) and solpadeine (tylenol 1). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal and heavy menses, prolonged menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysgeusia ("metallic taste"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain") and weight fluctuation ("weight gain / loss, other injury(ies)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2013, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (robotic-assisted laparoscopic vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, weight fluctuation and dysgeusia outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, headache and fatigue had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: chronic pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events bladder disorder, cystitis, dyspepsia, , fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal hemorrhage, vaginal infection and weight fluctuation, dysgeusia are added. Lot number added. Lab data updated. Historical & concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 22-year-old female patient who had essure (batch no. 976386-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis in 2009. Concurrent conditions included obesity, dysfunctional uterine bleeding, chronic cervicitis and menometrorrhagia. Concomitant products included ibuprofen (midol ib), ibuprofen (motrin), paracetamol (tylenol) and sertraline hydrochloride (zoloft). In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal and heavy menses, prolonged menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In september 2012, the patient experienced dysgeusia ("metallic taste"). In october 2012, the patient experienced dyspareunia ("pain during intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain") and weight fluctuation ("weight gain / loss, other injury(ies)"). On (B)(6) 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6) 2013, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysplasia ("dysplasia"), arthritis ("arthritis") and arthralgia ("joint pain"). The patient was treated with surgery (robotic-assisted laparoscopic vaginal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, menorrhagia, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, weight fluctuation, dysgeusia, dysplasia, arthritis and arthralgia outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, headache and fatigue had resolved. The reporter considered abdominal pain lower, arthralgia, arthritis, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: chronic pelvic pain, dysmenorrhea ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: dysplasia, her left toe has since re rotated and developed arthritis, joint pain. Most recent follow-up information incorporated above includes: on 25-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 22-year-old female patient who had essure (batch no. 976386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis in 2009. Concurrent conditions included obesity, dysfunctional uterine bleeding, chronic cervicitis and menometrorrhagia. Concomitant products included ibuprofen (midol ib), ibuprofen (motrin), paracetamol (tylenol) and sertraline hydrochloride (zoloft). On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal and heavy menses, prolonged menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In september 2012, the patient experienced dysgeusia ("metallic taste"). In (B)(6)2012, the patient experienced dyspareunia ("pain during intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain") and weight fluctuation ("weight gain / loss, other injury(ies)"). On(B)(6)2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On (B)(6)2013, the patient experienced procedural pain ("following the removal surgery, she suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysplasia ("dysplasia"), arthritis ("her left toe has since re rotated and developed arthritis.") And arthralgia ("joint pain"). The patient was treated with surgery (robotic-assisted laparoscopic vaginal hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the abdominal pain lower, menorrhagia, dyspareunia, procedural pain, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, pelvic pain, weight fluctuation, dysgeusia, dysplasia, arthritis and arthralgia outcome was unknown and the genital haemorrhage, dysmenorrhoea, back pain, headache and fatigue had resolved. The reporter considered abdominal pain lower, arthralgia, arthritis, back pain, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, dysplasia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since having the removal surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: chronic pelvic pain, dysmenorrhea ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: dysplasia, her left toe has since re rotated and developed arthritis, joint pain most recent follow-up information incorporated above includes: on (B)(6)2019: social media received events "dysplasia, arthritis, joint pain" were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.